Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that his blood glucose was rising, he delivered a bolus and blood glucose did not come down on (B)(6) 2024. When he replaced the infusion set, he noticed that three adhesives were wet. All the three events occurred in the past week. The infusion set used for 1 day for all events. The customer addressed high blood glucose by correction bolus via pump. Patient replaced infusion set and resumed insulin successfully. No further information available.